Event description:
During the treatment of an internal carotid artery aneurysm, it was reported that the pipeline did not fully open proximally. After several failed attempts to open the proximal end of the pipeline with the catheters, the pipeline migrated into the ostium of the ophthalmic artery. The physician used an alligator device and gooseneck snare to retrieve the pipeline without success. It was reported that the patient had an infarction post procedure. Follow up on (B)(6) 2012 showed that the pipeline was fully open and the patient did not suffer any clinical symptoms.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).